Manufacturer narrative:
Additional relevant annex e codes: gastrointestinal system e10: vomiting e1032. Gastrointestinal system e10: abdominal pain e1002. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic (B)(6) 2025 for low flows, fatigue, shortness of breath and stomach aches. They were found to be hypertensive each visit. Amlodipine 2.5mg was added on (B)(6) 2025 & increased to 5mg on (B)(6) 2025. They continued to have low flows in the evening & overnight on (B)(6) 2025. They reported increased shortness of breath during low flow and alarms were occurring when they laid down. The last 4d computed tomography was in (B)(6) 2025 with their old pump. They were denied for transplant at selection committee (B)(6) 2025 for high panel reactive antibodies (pras) (99% total and 98% >10,000). They had stage d heart failure with reduced ejection fraction status post heartmate 3 implant in 2022 which was complicated by pump failure status post exchange on (B)(6) 2025 (MFR #2916596-2025-01383). The patient was experiencing nausea and vomiting issues. They were having low flow alarms in the early mornings (2-4am), with the last occurring on (B)(6) 2025. They were fatigued most of the day. Overall, they had a greater symptom burden compared to immediately post implant. They continued to have intermittent low flow alarms that generally occurred in the early mornings when the patient was asleep. They had a mean arterial pressure (map) >100 despite starting amlodipine 2.5 mg daily at the last visit. It would be increased to 5mg for 3 days and further increased to 10mg if the patient felt fine without evidence of dizziness/lightheadedness. The site would ideally assess the patient's blood pressure on full effect of amlodipine 10 mg daily by the next clinic visit. A transthoracic echocardiogram was performed without aortic valve opening, showing right ventricle dilation with reduced function. Estimated right atrium pressure was 8 mmhg, suspect hemodynamically significant tricuspid regurgitation where if not for normal estimated right atrium pressure, it would likely grade as severe.

Manufacturer narrative:
Additional relevant annex e codes: gastrointestinal system e10: vomiting e1032. Gastrointestinal system e10: abdominal pain e1002. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of reduced right ventricular (rv) function, hypertension, tricuspid regurgitation, shortness of breath, nausea, and vomiting could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed based on the provided information. A specific cause for these reported alarms could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU rev. D, and the heartmate 3 lvas patient handbook rev. A, are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure and hypertension. This chapter also addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 6 of the IFU, "patient care and management", states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mmhg) should be considered adequate. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.